Manufacturer narrative:
Investigation : x-inspect returned samples . Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 09/10/2020 under wo #(B)(4) and shipped on 10/26/2020. Manufacturing record review: DHR 278761 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 98504, this unit was at csi on 5/26/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Intermittent flow output, trigger locked. Repair order (B)(4). 1216677-2022-00168 wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Intermittent flow output, trigger locked repair order 98504 1216677-2022-00168 wallach ultra freeze 900076 e-complaint-(B)(4).